Event description:
The patient stated that her insulin cartridge ran out of insulin during the middle of the night and she stated that she was too tired to get up and change the insulin cartridge. The patient stated that her blood glucose value rose to 560 mg/dl. She reported that a normal range for her is 80-120 mg/dl. During troubleshooting, it was discovered that the patient changes her infusion site every 3-4 days. She was educated to change it every 3 days. It was also discovered that the patient was changing her infusion tubing every 10 days instead of the manufacturer's recommended 6 days. The patient was educated on the proper insulin tubing usage. The patient reported that she took insulin injections to reduce her blood glucose values. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.